Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded three error codes, therefore the device reverted to a safety mode status. Technical services (ts) recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded three error codes, therefore the device reverted to a safety mode status. Technical services (ts) recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.